Event description:
It was reported that there was a leak in a blood administration set. This was observed during a patient infusion of IV fluids. The reporter stated that the leak was noted just below the double filter chamber filter, where the two pieces of tubing are joined. A patient was involved, however, there was no patient injury reported. Additional information was requested and is not available. This is report one of two for this event.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for evaluation, however two retention samples were visually inspected and functionally tested. No nonconformances were found. Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).